Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was broken, two side bail covers were broken, the battery contacts were compressed, the ring was bent and the battery drawer was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator shut down as soon as the battery compartment door was opened, it did not continue to pace at all. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.